Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not power on properly) was confirmed. As received, the monitor would not power on. Upon evaluation, there was contamination on the j502 connector as well as on the table top board. The cause of the inability to power on is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was not powering on properly.